Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remained in the patient, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported that the ar-1588-20 retrobutton ((B)(4)) along with the ar-5035tc-11 11mm x 35mm delta tapered biocomposite interference screw ((B)(4)) were being used in a knee procedure that took place on (B)(6) 2016. The procedure was completed successfully. The patient developed an infection in the knee after the surgery and was brought back in on (B)(6) 2017 to do a wash out. A culture was performed and found the presence of aspergillus (a fungus). Post op x-rays were also taken at this time. According to the surgeon, the patient may have to come back to have a second surgery. Update:01/27/2017- rep stated that the patient was discharged and facility infection control is looking into this incident. No other surgeries have been scheduled.